Manufacturer narrative:
Other, other text: h 10 investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). Three pictures were submitted. Sample pn: 100/860/075 was received in used conditions, with original packaging opened for pre-check and decontaminated. When visually inspecting from a distance of 12? -16? No abnormalities noted. Testing was completed by inflating cuff and submerging under water, which revealed bubbles coming out and leak. Reviewed engineering practice and testing prior to release and the device performed 100% with no abnormalities, therefore it is believed the incident occurred after leaving smiths manufacturing. The instructive ?as10011781? Instructions for use - blue line ultra suctionaid tracheostomy tube (10011781-002) was reviewed. On section 1. Instructions for use: the integrity of the cuff and inflation system should be checked prior to insertion. The cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU page 4: "guard against cuff damage by avoiding contact with sharp edges."

Event description:
Investigation completed and summarized in h 10.

Event description:
It was reported the device was in placed in use with patient and found to leak from the cuff. No adverse effects reported.